Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking, the following information was received by the initial reporter with the following verbatim holes are small it will be hard to see but you can see the leaking and can feel the holes if you run your hand along the tubing. We will send the whole set-up including the sodium chloride that is connected to the tubing please send packaging big enough for us to include everything.

Event description:
No further information was provided.

Manufacturer narrative:
It was reported by the customer that holes are small it will be hard to see but you can see the leaking and can feel the holes if you run your hand along the tubing. One sample and three photos were received for quality evaluation. Inspection of the sample received indicated that there are holes in the infusion line tubing. The holes in the tubing are on the hard plastic tubing and not on the silicone tubing of the pumping segment. The customer complaint of leakage was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, a root cause could not be identified in the manufacturing process. The root cause for the tubing issue could not be determined. Due to the root cause not being determined as part of the manufacturing process, no corrective or preventative actions were taken for this complaint. Manufacturing will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary. Material#: 2426-0007 batch#: reported lot was "unknown." Possible lot numbers based on tracing component laser ID numbers: 24105146, 24115037, 24115066, 24115150, 24115167, 24115250, 24115251. A device history record review for model 2426-0007, with multiple lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.